Event description:
It was reported that this right atrial (ra) lead oversensed noise, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) provided troubleshooting options to evaluate the leads integrity. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned, and the device was replaced with a single chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.